Manufacturer narrative:
The device was not returned for evaluation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported death; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The patient's outcome related to the reported event was likely due to complications that developed after the neurological dysfunction, sustained cardiac arrhythmia, respiratory failure, sepsis, renal dysfunction and multi-organ failure diagnosis. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: no autopsy will be performed as per family request. Also pump remains implanted and will not be returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction, cardiac arrhythmias, multi system organ failure, respiratory failure, infection and death. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient underwent a lvad implantation and patent foramen ovale (pfo) closure on (B)(6) 2015. It was stated that the patients course has been complicated by multi embolic cardiovascular accidents (cvas), acute renal failure (arf) requiring continuous renal replacement therapy (crrt), ongoing ventricular tachycardia (vt) resistant to multidrug therapy, respiratory failure status post tracheostomy (B)(6) 2015, enterobacter pneumonia status post completed course of antibiotics, persistent diarrhea with negative clostridium difficile (c-diff), adrenal insufficiency on stress dose steroids, and sacral decubitus. His most recent insult was (B)(6) 2015 suffering from cardiac arrest, likely pulmonary embolic accident (pea), around 1715, due to mucus plug. The heart failure cardiology attending stated that he feels the embolic strokes were not device related rather than intraoperative complication from removal of the parachute device. He received right heart chest compressions and epi x2. Since that episode was hemodynamically unstable with high pressor requirements. Patient was treated with all sources of shock and he remains on high dose pressors. No clear infectious source were identified and he was treated with broad spectrum antibiotics. The patient continues to have runs of vt. His mental status is altered and he is not following commands. The cardiac surgeon met with family at bedside yesterday with a long discussion about the patient's prognosis as well as his goals of care. The family met this afternoon at bedside and wished to make patient, do not resuscitate/do not intubate (dnr/dni) and withdraw from all life supporting devices including medications, crrt, mechanical ventilator, as well as lvad support. Patient was made comfortable and the above devices were disconnected. Time of death was 16:55 on (B)(6) 2015. No additional information provided. Investigation is ongoing